Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p08-77 that has a similar product distributed in the us, list number 4p53, with 510k number p110029. Section a patient information: refer to section b5 for complete patient information. Patient identifier: sid: (B)(6).

Event description:
The customer observed a false nonreactive alinity I hbsag for one patient, the following results were provided: sid: (B)(6), hbsag result= negative (0.02 iu/ml and 0.00 iu/ml). Additional results provided: hbeag= positive and anti-hbc= positive. When the sample was tested on the snibe platform. Hbsag result= positive. Additional results provided: anti-hbs result= 1.53 miu/ml; hbeag result= 122.64 s/co (positive); anti-hbe result= 6.32 s/co; anti-hbc result= 4.69 s/co (positive). There was no impact to patient management reported.